Event description:
(B)(4). Severe pain that leaves me helpless (unable to get out of bed or brings me to my knees when the sudden stabbing pain happens), serious mood swings (crying one minute, laughing the next to screaming thereafter), hair loss, body aches, back pain, continued bleeding, vaginal discharge, bloating, weight gain, headaches, constant fatigue (feels like I never sleep no matter how much sleep I actually get).